Event description:
(B)(4). It was reported that the patient presented with an infection. The surface of the pocket showed redness. The pacemaker and leads were explanted. The patient was in stable condition post procedure.